Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that they had to change the battery of the pump because it failed. It got drained and died so the pump was unable to function anymore. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 394.8 mcg/day) and b upivacaine (12 mg/ml at 2.369 mg/day) via an implantable infusion pump. The indication for use was failed back surgery syndrome and spinal pain. It was reported that the patient's pump began stalling the afternoon of (B)(6) 2018. No report of magnetic resonance imaging (MRI) or electromagnetic interference was noted. During interrogation of the pump the hcp noted multiple stalls and recoveries that occurred on (B)(6) 2018. A recovery occurred at 0525 and the patient was able to get a patient activated bolus which was described as being "significant". Another stall occurred at 0644 and was recovered at 1017. The pumps elective replacement indicator was noted as being 9 months. No symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the pump was discarded by the customer into a sharps box and wouldn not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the pump motor stall was unknown. It was reported that the patient was not able to use the pump or to get a dose via the hcp's physician therapy manager during an office visit on (B)(6) 2018. The motor stall was noted as not recovered and the pump was replaced on (B)(4) 2018. No further complications have been reported as a result of this event.